Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse events of pancreatitis, peritonitis characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter removal of a non-fresenius product, placement of a non-fresenius hd catheter, and the transition of modality to hd for rrt. Causality was attributed to a touch contamination event; however, specifics could not be provided. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Furthermore, early removal of the pd catheter is recommended when treating a staphylococcus epidermidis peritonitis event. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A patient representative contacted fresenius technical support on behalf of an end stage renal disease (esrd) patient requesting assistance with cycler drain complication alarm. While consulting the pdrn it was reported that the patient had long drain times and was being treated for peritonitis. Upon follow up the pdrn reported the patient presented to the emergency room (B)(6) 2022 with abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and causality was assigned to an unspecified touch contamination event involving poor hand hygiene. Upon admission the patient was diagnosed with covid-19 and pancreatitis. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is being treated with intravenous (IV) vancomycin, ceftazidime, and cefazolin and remains hospitalized while recovering from the events. While hospitalized the patient¿s pd catheter, a non-fresenius product, was surgically removed and the patient was transitioned to hemodialysis (hd). The patient remains hospitalized and is tolerating hd well.

Event description:
A patient representative contacted fresenius technical support on behalf of an end stage renal disease (esrd) patient requesting assistance with cycler drain complication alarm. While consulting the pdrn it was reported that the patient had long drain times and was being treated for peritonitis. Upon follow up the pdrn reported the patient presented to the emergency room (B)(6) 2022 with abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and causality was assigned to an unspecified touch contamination event involving poor hand hygiene. Upon admission the patient was diagnosed with covid-19 and pancreatitis. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is being treated with intravenous (IV) vancomycin, ceftazidime, and cefazolin and remains hospitalized while recovering from the events. While hospitalized the patient¿s pd catheter, a non-fresenius product, was surgically removed and the patient was transitioned to hemodialysis (hd). The patient remains hospitalized and is tolerating hd well.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.